Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to friable leaflets. The recurrent mr and subsequent arrhythmia appear to be related to the slda. Mr and arrhythmia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 mixed mitral regurgitation (mr) and friable leaflets for a mitraclip procedure. One mitraclip was implanted and the mr was reduced to grade <1. On (B)(6) 2024, a single leaflet device attachment (slda) as observed on the discharge transthoracic echocardiogram (tte). The posterior leaflet was detached and the mr was recurrent at grade 4. The patient had dysrhythmia. On (B)(6) 2024, a second clip intervention was performed. The mr was successfully reduced to grade <1.